Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, the field service engineer (fse) confirmed that customer recovered the remote manager. Then fse found that device failed intermittently, then inspected the latch sensors and found the connectors to be heavily contaminated. The fse replaced the sensors and applied conductive grease to restore proper operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator door was having latching issues. In order to temporarily fix it, the door had to be jolted and slammed multiple times. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.